Event description:
According to the reporter, during laparoscopic surgery, a component fell into the patient's cavity. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.